Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The handle of the device did not open even though the release button of the device was unlocked. The surgery was completed with a 10-minute delay. There was no harm to the patient.

Manufacturer narrative:
Additional narrative: examination of the submitted device was unable to confirm the reported event as the clamp functioned as intended. A complaint database search on the provided product code identified similar reports. Previous investigations and evaluations found that the failure may have occurred while the clamp was being squeezed under very high loads and the bearings inside of the cylinder were extruding slightly, causing the mechanism to stick. (B)(4) was approved on (B)(4) 2014 and a new design to mitigate the reported failure was released for distribution under product code (B)(4) . A search of the complaint database did not find any reports against product code (B)(4) . No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.